Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to hospital with ischemic colitis with multiple low flow alarms that most likely were related to dehydration. The patient received multiple boluses of intravenous (IV) fluids. Log file captured low flow events on (B)(6)2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient was faking their ulcerative colitis bout. The bleeding was proved to be false. The patient sent pictures of blood vomit and an attempted esophagogastroduodenoscopy had to be aborted due to the increasing amount of sedation needed. The team became suspicious that the patient was not telling the truth and the patient that the pictures that were sent were actually from google. It was also noted that the patient knew how to make low flows alarm by not drinking water. The patient was stable and at home. Their hemoglobin was stable at 15 g/dl upon arrival to the hospital and never wavered during the course of his hospitalization. There were no episodes of bleeding while he was hospitalized. Eventually, they confessed to making it all up.